Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: fluid leak / major bleed / patient-device interaction: the cause of the fluid leak was not determined since the leak was unable to be produced on the returned product.

Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
Added a01 to h6. The investigation is still ongoing.

Event description:
Clinical narrative: a 39-year-old male with a history of coronary artery disease underwent high-risk percutaneous coronary intervention (hrpci) with planned impella support. The patient¿s pre-support clinical condition was consistent with scai shock stage a. The impella device and companion sheath were successfully placed percutaneously via the right femoral artery. Following placement, oozing of blood was observed originating from the center of the peel-away sheath. Upon evaluation, the physician and on-site consultant discussed potential causes, with attention to the insertion location of the companion sheath relative to the center of the peel-away valve; the needle stick was later noted to be near the center of the valve at approximately the 2 o¿clock position with an estimated insertion angle of 45 degrees. No excessive force was applied, and no vessel abnormalities were reported. To address the issue, the companion sheath was removed and additional femoral arterial access was obtained in the contralateral femoral artery. The oozing resolved following this intervention, and the procedure continued without further interruption. The impella device functioned as intended and was successfully weaned and explanted on (B)(6) 2026 at 11:45 am. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.